Event description:
It was reported that pump experienced malfunction with code 12, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received guidance to reset pump, and successfully cleared malfunction without recurrence, and customer was advised to continue using pump and to call back if malfunction happened again, which customer acknowledged and understood.